Event description:
Caller reported a cartridge alarm 20 that did not adversely impact their blood glucose level. The issue occurred during the load process, and despite following proper load technique under the guidance of technical support, the alarm recurred, and the caller was unable to resume insulin therapy. Consequently, technical support decided to replace the pump as it was still under warranty, and the caller, who did not have a backup insulin therapy available, planned to contact their healthcare provider. Instructions were given for dealing with the current pump, including allowing its battery to deplete before returning it, and using the return box with a pre-paid label sent by tandem within 10 days. Additionally, steps for setting up the replacement pump were communicated, and the caller requested a signature upon delivery.